Event description:
It was reported the patient heard an alert from the device. It was also reported the patient was experiencing dizzy spells before the pacemaker system was implanted and they continued after the implant. The patient was admitted to the hospital and x-ray revealed the lead had dislodged and perforated the right ventricle. The lead was repositioned and remains in use. Patient was reported to be "feeling fine" after the revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.